Event description:
It was reported the patient's device was removed due to infection. No dates, symptoms, treatments, or outcome were reported. Additional information has been requested but was not available on the date of this report.